Manufacturer narrative:
(B)(4). Device is a combination product.(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the very calcified and very angulated right coronary artery (rca). A 4.00x16mm promus premier drug-eluting stent was advanced through a guidezilla guide extension catheter to treat the lesion. However, the stent came off the balloon inside the guidezilla. The guidezilla was removed and the stent was found inside it. A second 4.00x16mm promus premier drug-eluting stent was advanced but could not get to the desired location. "Everything popped out" so the physician removed the device and noted that there was a shaft kink at the guidewire exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.